Event description:
It was reported that allegedly there were ninety eight (98) lvp 8100 devices with dim segments; therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that allegedly there were ninety eight (98) lvp 8100 devices with dim segments; therefore, will be replaced. There was no reported patient involvement.